Event description:
Smith & nephew was notified that the t (suture bar) did not deploy with 34 fast-fix devices. Number of pts involved is unknown. No pt injury or procedural complications were reported.

Event description:
Smith & nephew was notified that the t did not deploy during the surgical procedure. The catalog number, lot number, number of devices and number of pt's or procedures is unknown. No procedural injuries or complications were reported.